Event description:
A malfunction alarm identified as malf 09 was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to customer's blood glucose level. To address the problem, the customer planned to use multiple daily injections (mdi) as an alternate insulin therapy, while technical support arranged for a replacement pump and provided instructions for returning the faulty device.